Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2022-04262 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2022-01981.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
It was reported PICC line had snapped below the ports/where the line came out from under the dressing so there was only a small amount of line with nothing at the end. Doctors told, line removed, nurse in charge made aware.patient monitored.